Event description:
It was reported that the pt experienced unspecified withdrawal symptoms. The pt's pump motor stalled. The pt did not have an MRI that may have cause the stall. The pump had and eri (elective replacement indicator) of (B)(6). The pump was replaced. The medications in the pump were bupivacaine, and morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).